Event description:
The patient was explanted (B)(6) 2014 for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Correction: the device was not explanted (B)(6) 2014 as previously reported. This report filed august 15, 2014. The implanted device remains.

Manufacturer narrative:
(B)(4).